Manufacturer narrative:
Further investigation will not be required as the device has not been returned.

Event description:
It was reported that the atrial lead exhibited noise. No intervention were performed and the patient condition was unknown.